Event description:
It was reported that during stent placement procedure, through examination the physician allegedly noted that the distal end of deliver shaft was broken about 5 cm. It was further reported that the broken segment inside the stent was successfully retrieved with the retrieving device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as no additional complaints have been previously reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment investigation summary: the delivery system was provided for evaluation and photos were provided for review. Based on the photos provided the reported break of the distal end of the delivery systems catheter could be confirmed. Based on the photos the break occurred in the cardan tube, about 5 cm proximal to the tip. Results of photo evaluation were confirmed by the device sample received at investigation site. The stent was found released and not returned as it was placed in the patient. The distal segment of the inner catheter incl. The atraumatic tip, with a length of 50mm was found broke off and separately included. Based on sample evaluation, no indication for a manufacturing related issue could be found. Potential factors that could have led or contributed to the event reported were evaluated. Therefore, previous investigations of similar complaints were reviewed. In this case the breakage of the distal segment was found after successful stent deployment. The tip getting caught on the stent may be a potential cause for the reported issue. However, damage of the catheter may also occur as a result of difficulty patient anatomy leading to increased friction during deployment or tracking of the delivery system. Use of inadequate accessories may as well as not performing pre dilation may be other contributing factors. In this case limited information was provided. Based on the information available a definitive root cause could not be identified. Labeling review: in reviewing the relevant instructions for use the potential issue was found addressed. The instructions for use state: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding deployment force the instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." In addition, the instructions for use states: "'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used." Regarding the potential factor of insufficient pre dilation the instructions for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended." Under materials required the instructions for use state: "5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g5. H10: d4 (expiry date: 07/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2023). Device pending return.

Event description:
It was reported that during stent placement procedure, through examination the physician allegedly noted that the distal end of deliver shaft was broken about 5 cm. It was further reported that the broken segment inside the stent was successfully retrieved with the retrieving device. There was no reported patient injury.